Event description:
Procedure: total knee arthroplasty (sometime over the past 3-5 months). The surgeon has reported healing problems with the use of floseal. The surgeon began using floseal in (B)(6) 2011. The lot number is unknown. Has been using quill suture on capsule, sub q, layer, and on skin, for past year. Uses floseal on the peri-articular tissue, closes joint capsule, applies more floseal between closed capsule and sub q layer, closes sub q, then closes skin. He tries not to get product in skin edges because he vaguely remembers hearing something about this. He did not know which size kit he used. Does not irrigate away - said he thought it would disrupt the clot. Baxter re-iterated the necessity of this with him. Has not had wound complications with skin nor sub q layer, only with capsular layer opening/not healing properly, requiring at least one patient to have a re-operation. Admits to using a lot of different treatment modalities these past 6 months, and is trying to determine which product/practice, if any, is causing this. Had been injecting tissue with marcaine and steroid. Also has tried injecting multimodal pain med, with ropivicaine, morphine, and depomedrol, but discontinued depomedrol in (B)(6) as he felt the latter may have contributed to the capsular opening he had been seeing. (One month post op, a pt. Presented with capsular opening.) Has seen it since discontinuing depomedrol, as recently as (B)(6).

Manufacturer narrative:
(B)(4). Baxter final medical assessment summary: this is one of five reports ((B)(4) and (B)(4)) received from one orthopedic surgeon who started to use floseal in knee arthroplasties in this spring. In addition, there have been multiple changes in the treatment protocol, by the reporting surgeon, of these procedures including the suture materials, the suture technique, local application of pain medication and steroids. All these changes may have an influence or contribute to healing complications (delays) such as the reported delayed fascial healing. Given that excess product has not been irrigated (user error) the usual postoperative inflammatory reaction may have been augmented by this. Given the multiple simultaneous potential contributing factors, we cannot exclude that the excess floseal has contributed to the delay in fascial healing. A review with reporting surgeon of the floseal IFU (instructions for use) with special emphasis on not applying the product in the absence of blood flow and the need to always irrigate excess product (material not reacted with the blood clot) is recommended. Baxter reviewed the proper application of floseal with the surgeon, emphasizing irrigation of excess product and using floseal in presence of blood flow. This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). This is being reported as a conservative measure. A follow-up report will be submitted upon completion of the medical assessment.